Event description:
It was reported that pt's lead seems to be broken. No pt manipulation or trauma was reported. Pt could feel stimulation less and less over the past two weeks. Pt's device is turned off and pt was sent for a consult with the surgeon. Further f/u with the treating neurologist's office revealed that no x-rays were taken. Pt showed high lead impedance on diagnostics test. Pt is being referred to surgeon for a possible revision surgery. It was indicated in the notes that "pt's leads might be broken since pt cannot feel stimulation". Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.